Event description:
It was reported that the patient experienced elevated blood glucose readings while using the ilet system, with values around 211 mg/dl per the connected app, following a supply change and recent initiation of antibiotics; the device did not generate alerts or alarms and the agent provided troubleshooting and education, noting a downward trend. Symptoms included hyperglycemia. Outcomes included monitoring at home with continued observation and no escalation of care. Investigation included a review of device performance via reported app data and user coaching on monitoring. Investigation of this case revealed no device alarms or malfunctions and a probable non-device contributor, such as medication effects, with glucose values declining during the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.